Event description:
Nurse tried to advanced the catheter inside the vein, the catheter broke off inside the pt. A surgeon had to cut it out of the pt.

Manufacturer narrative:
The MFR has received the sample and will be evaluated. Results are expected soon.